Event description:
Litigation alleges patient has elevated levels of chromium and cobalt in her blood after a depuy asr hip implant. Update (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(6) 2013 patient contacted depuy as a result of the asr recall to initiate a claim. Dor provided. Medical records were obtained. Medical records indicate patient was revised due to black fluid, grayish and irritable appearing synovium consistent with metal-on-metal failure, debris, black corrosion material on the trunnion and a cyst in the pubic bone. Stem and sleeve were added for corrosion. The complaint was updated on (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.